Event description:
During the middle of the surgical procedure, the bipolar maryland tip forceps instrument was not opening / closing. The instrument was removed and replaced and the planned surgical procedure was completed. Upon closer inspection of the removed instrument, it was noticed that the insulation of the instrument was melted and charred. No pt harm, adverse outcome or injury was reported.